Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain and shocking at the ipg site. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2025, where the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
E1 - reporter establishment name corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.